Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving unspecified low sensor readings and experienced loss of consciousness. The customer was able to self-treat with oral glucose provided by their spouse and no further treatment was reported. In addition, customer reported obtaining a sensor reading of 3.2 mmol/l as compared to a reading of 17.6 mmol/l obtained on an adc meter. The results were plotted in a parkes error calculator and fell into the ¿d¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.